Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full), salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, fatigue, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6)2010. She received treatment for pelvic pain, abdominal pain, menorrhagia, fatigue, hormonal changes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test result :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: event coding updated to pelvic pain, new event abdominal pain, menorrhagia, fatigue, hormonal changes were added. Lab data device removal date and new reporter and patient date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.